Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system was not recognizing the illuminator during a procedure. An external light source was used to complete the case. There was no harm to the patient. Additional information has been requested.